Event description:
It was reported that the customers battery could not be charged. There was no reported adverse impact to the customer. The customer was able to charge the pump by leaving it plugged in for 30 min. The customer continued to use the pump for insulin therapy.